Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed replace battery now alarm. Customer's blood glucose was unknown. Replace battery now alarm occurred less than 10 hours from the low battery alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump passed the full functional testing, including the displacement, rewind, prime/seating, basic occlusion and force sensor tests. The sleep current measurement and active current measurement was within specifications. No unexpected replace battery now was noted. However, the power management parameters graph confirmed the power error alarm 25 was triggered when a backup battery loaded voltage was less than 3.5 volts for four consecutive hours. After disconnecting and reconnecting the internal battery connector. The pump was monitored and functioned properly. The pump was received with a scratched case.